Event description:
Caller reported an error with their continuous glucose monitor (cgm) indicating an issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after the reset, the error did not reoccur. The caller successfully started a new sensor session.